Event description:
The patient presented 2005 with incisional wound opening and drainage. A culture of the device pocket was done with no organism cultured. The patient was treated with IV antibiotics and pump explant. The infection resolved and the patient experienced no drug withdrawal.